Manufacturer narrative:
Device passed the self test and displacement test. The audio tone or vibrate feature on the device functioned properly during testing. Hardware low level failures error was confirmed in the formatted history file due to a cold or cracked solder joint found on pin of the ambient light sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer¿s blood glucose level was 7.5 mmol/l at the time of the incident. Customer reports they hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes. Customer states beep test was not passed. The insulin pump will not be returned for analysis.